Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation large oval snare was prepared to be used during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during unpacking, a hair was noted inside the sterile packaging. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device revealed that the unit was received in an open pouch without the original label and a foreign matter (a hair) was noted inside the pouch. The reported complaint that a foreign material was found inside the pouch was confirmed. The review and analysis of all available information failed to indicate a root cause and is therefore, undeterminable. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation large oval snare was prepared to be used during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during unpacking, a hair was noted inside the sterile packaging. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.